Event description:
Pt had his first knee replaced in 2005. The next two weeks he was in a nursing home for rehab. At two week check-up it was then the doctor said the knee he replaced was defective and he needed to replace the defective knee. The second operation was 20 days later. After the operation the doctor stated that the knee was defective and he would contact manufacturer. Pt died 6 days later. Rptr has talked to doctor several times and each time he has stated that the knee was defective and he also talked to the president of wright technology about the problem.